Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting with the caller and suggested an x-ray to evaluate the lead to device connection. The patient's physician is considering intervention to replace the lead. According to our resources, no intervention has been performed. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's competitive right ventricular (rv) lead was exhibiting intermittent pacing impedance measurements greater than 2000 ohms.additionally, some noise has been observed on the shock channel of this lead. However, shock impedance measurements are unknown.